Event description:
It was reported that before use , the cs300 intra-aortic balloon pump (iabp) units echo probe doppler is not working and needs replacement. There was no patient involvement reported.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, component codes, investigation conclusions), h10, h11 corrected fields: d5 additional information: e1(event site state: fi, event site postal code: 50012, event site email: (B)(6) additional point of contact name:cs. Chirivi e-mail address: (B)(6) phone number: (B)(6) department: (B)(6) a getinge field service engineer (fse) inspected the unit and fault detected that accessory external to the device doppler ultrasonic not working. He completed replacement of the doppler ultrasonic(d154-01-0001). Operation tests performed on the accessory delivered/replaced with positive results. The failure did not cause harm to operators/patients.

Event description:
N/a

Event description:
It was reported that , the cs300 intra-aortic balloon pump (iabp) units echo probe doppler is not working and needs replacement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that , the cs300 intra-aortic balloon pump (iabp) units echo probe doppler is not working and needs replacement. There was no patient harm reported.